Event description:
The adhesive would rip off my skin every time I moved an inch [skin exfoliation], the adhesive also left painful marks after use [skin pressure mark], these are so tiny you can barely feel any heat coming off them, they were basically painful stickers that ripped my skin. [Device issue], did not think they worked [device ineffective], , narrative: this is a spontaneous report from a pfizer sponsored program amazon vine review & response program. A non-contactable consumer reported that a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), (device lot number and expiry date unknown), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she/he did not think they worked and the patient would not use these again. The patient stated to start she/he loved using thermacare heat wraps but these were terrible! The adhesive would rip off her/his skin every time she/he moved an inch so she/he couldn't wear it going about her/his day. The adhesive also left painful marks after use. The patient stated these were so tiny you can barely feel any heat coming off them, they were basically painful stickers that ripped her/his skin. The patient did not recommend using this exact size and type, go for the bigger wraps that maybe you can velcro instead of stick. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was unknown. Additional information has been requested and will be provided as it becomes available.

Event description:
Event verbatim [preferred term]. The adhesive would rip off my skin every time I moved an inch [skin exfoliation], the adhesive also left painful marks after use [skin pressure mark], these are so tiny you can barely feel any heat coming off them, they were basically painful stickers that ripped my skin. [Device issue], did not think they worked [device ineffective]. Narrative: this is a spontaneous report from a pfizer sponsored program amazon vine review & response program. A non-contactable consumer reported that a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), (device lot number and expiry date unknown), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she/he did not think they worked and the patient would not use these again. The patient stated to start she/he loved using thermacare heat wraps but these were terrible! The adhesive would rip off her/his skin every time she/he moved an inch so she/he couldn't wear it going about her/his day. The adhesive also left painful marks after use. The patient stated these were so tiny you can barely feel any heat coming off them, they were basically painful stickers that ripped her/his skin. The patient did not recommend using this exact size and type, go for the bigger wraps that maybe you can velcro instead of stick. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was unknown. According to the product quality complaint group (manufacturing site): complaint sub-class: wrap/patch/pad too cool; reasonably suggest device malfunction: yes. Severity of harm was provided as s1. Site sample status was not received. Evaluation of complaints related to open pouches (never worked, squeeze tube, did not last long enough and too cool): summary was provided as follows: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. According to device complaint handling unit (dchu) assessment: severity of harm was provided as s3. Follow-up (25aug2020): new information received from the product quality complaint group included investigational results from manufacturing site and severity of harm rating assessment from dchu. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer.

Event description:
Event verbatim [preferred term]. The adhesive would rip off my skin every time I moved an inch [skin exfoliation], the adhesive also left painful marks after use [skin pressure mark], these are so tiny you can barely feel any heat coming off them, they were basically painful stickers that ripped my skin. [Device issue], did not think they worked [device ineffective], , narrative: this is a spontaneous report from a pfizer sponsored program amazon vine review & response program. A non-contactable consumer reported that a patient of unspecified age and gender started to receive thermacare heatwrap (thermacare heatwraps multi-purpose joint pain), (device lot number and expiry date unknown), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and concomitant medications were not reported. The patient stated she/he did not think they worked and the patient would not use these again. The patient stated to start she/he loved using thermacare heat wraps but these were terrible! The adhesive would rip off her/his skin every time she/he moved an inch so she/he couldn't wear it going about her/his day. The adhesive also left painful marks after use. The patient stated these were so tiny you can barely feel any heat coming off them, they were basically painful stickers that ripped her/his skin. The patient did not recommend using this exact size and type, go for the bigger wraps that maybe you can velcro instead of stick. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on an unspecified date. The outcome of the events was unknown. According to the product quality complaint group (manufacturing site): complaint sub-class: wrap/patch/pad too cool; reasonably suggest device malfunction: yes. Severity of harm was provided as s1. Site sample status was not received. Evaluation of complaints related to open pouches (never worked, squeeze tube, did not last long enough and too cool): summary was provided as follows: the root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. According to device complaint handling unit (dchu) assessment: severity of harm was provided as s3. Complaint sub-class: non-defect - device/design suggestions; site sample status was not received. Thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (site name withheld) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect. This document will be attached to the complaint record in the global database and closed with no further action taken. Follow-up (25aug2020): new information received from the product quality complaint group included investigational results from manufacturing site and severity of harm rating assessment from dchu. No follow-up attempts are possible. No further information is expected. Follow-up (08sep2020): new information received from the product quality complaint group included investigational results. No follow-up attempts are possible. No further information is expected.

Manufacturer narrative:
The root cause for never worked, too cool, did not last long enough and squeeze tube complaint sub classless is due to a pouch (primary packaging) that did not seal completely (open pouch). An open pouch will expose the wrap to air before the consumer gets it, causing it to be spent and not heating up. An open pouch is caused by equipment; specifically ultrasonic technology. The corrective action is to purchase and install three (3) new heat seal flow wrapper machines in both production lines. The severity of pouch leaks is s1 no harm to customer. Thermacare heat wraps are premium topical heat therapy products. The heat wraps are worn against the body or over a layer of clothing to relieve minor muscular and joint aches and pains. The (site name withheld) site is the sole manufacturing location for thermacare heat wraps. They are produced on two manufacturing lines; the b line produces the larger products which wrap around the body with stretch materials, and the m line produces the smaller products that are attached for use with pressure sensitive adhesives. The purpose of this document is to summarize customer complaints where there is no quality defect. A non-defect complaint represents a suggestion/concern about the existing product that does not include a product quality issue, but is related to a suggestion for improvement. Complaints received at the site in the global complaint database related to non-defect will not be investigated in the global complaint database. These complaints will be evaluated in the global complaint database to ensure they are due to a non-defect issue. No additional investigation will be required for these complaints based on the following: released batches met specification criteria at the time of release; there is no severity assigned to a non-defect. This document will be attached to the complaint record in the global database and closed with no further action taken.